Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Constant alarm noted during rewind due to faulty mother board. Unable to perform displacement test due to alarm. Broken reservoir tube lip, scratched lcd window and missing end cap sticker noted during visual inspection.

Event description:
The customer reported that the insulin pump alarmed. Troubleshooting was performed, and the device failed the displacement test. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.